Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack in the case. The customer stated that the crack is near the display. The customer stated that the drive support cap is not damaged. The pump was not dropped or bumped. The customer stated that the pump restarted all the time. The customer will be sent a replacement pump. The customer will return the pump for analysis.